Event description:
The device was used during a left upper lobectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to a damaged pusher leg. The root cause of the damage cannot be determined.